Event description:
This patient with history of right internal carotid artery (rica) occlusion and history of left internal carotid artery stenosis was undergoing a percutaneous, trans-arterial enterprise stent placement into the left internal carotid artery (lica), inter-cranial, central nervous system. Using a 5f uscf catheter over a glidewire selective catheterization of the right common carotid artery under high magnification roadmap visualization was performed. Angiographies of the right common carotid artery in different projection were performed. This demonstrated severely stenotic right (ica) course from the skull base down to the origin of the vessel. There was flow of contrast intracranially as well through this region of stenosis. Again this demonstrated some flow of contrast intracranially. There was also flow of contrast across the anterior communicating artery and into the contra lateral a1 segment. There was no flow into the a1 segment but there was washout from blood supply from the contra lateral side. There was retrograde flow through the left a1 segment. Because of the appearance and very ratty nature of the right ica, the physician felt that they would not proceed with any treatment of that at this time. Following angiography of the left common ca in multiple projections centered over the cervical course of the vessel. This image was then used as a roadmap for catheter exchange. Over the gw the 5f ucsf catheter was exchanged for 7f vistabrite catheter over a 5f ucsf catheter. The physician carefully nose the end of the 5f ucsf catheter into the proximal left ica to stay away from the region of stenosis. They proceeded with angiography of the left ica in multiple projections. This clears the external carotid artery circulation. Next a prowler select plus mc was advanced over the synchro iigw and they were able to span the region of stenosis with the wire into the cavernous section of the ica. With catheter in place angiography of the lica was performed. The mc was advanced more distally in the petrous ica; however, because of the stenosis they were able to advance the mc much further. They felt this would not allow then to properly deploying an enterprise stent. For this reason, they felt that pre-stent placement angioplasty would be warranted. The mc was removed and a gateway 2.0 x 15 mm balloon was advanced and preceded with balloon angioplasty of the petrous internal carotid artery. The balloon was inflated to a nominal pressure of 6 atm. An angiogram was performed this demonstrated again continued occlusion of the left ica with filling through collateral circulation. However, it appeared to be improved in vessel caliber following the angioplasty. The mc was position into the horizontal segment of the petrous ica. An enterprise 4.5 x 37 mm stent was deployed spanning from the horizontal segment of the petrous ica and down into the cervical lica. Angiogram demonstrated occlusion of the left ica; again there was collateral filling of the petrous ica and most distal part of the stent which appeared to be open. However, the proximal markers on the enterprise stent failed to open after deployment, likely representing severe stenosis at that region. The mc was positioned in the most proximal segment of the ica away from region of the severe stenosis involving the proximal marker. Angiography was obtained after nosing the gc into the carotid bulb. This demonstrated a severe stenosis involving the cervical course of the left ica, which was visible once the wire was subsequently removed. They continued with additional angioplasty of the enterprise stent region. A gateway 2.0 x 15mm balloon used with angioplasty along the course of the enterprise stent, with particular attention to the most proximal portion of the stent. It was noted that the enterprise stent markers subsequently splayed our corresponding with improvement in the vessel diameter. This demonstrated improvement in the region of stenosis. A zilver 6 x 60mm carotid stent was positioned to overlap the enterprise stent, and was deployed in the usual fashion without difficulty. This demonstrated proper positioning of the stent, however, there was still moderate to severe stenosis along the length of the left ica, which they felt a third run of angioplasty with slightly larger balloon. A gateway 3.0 x 15 mm balloon was used inflated to the nominal pressure of 6 atm. Once they proceeded with angioplasty along the entire length of both stents, the balloon was subsequently withdrawn into the guide sheath. Angiography demonstrated significant improvement in the vessel caliber following angioplasty. The patient tolerated the procedure well without any changes in the neuro-monitoring records. The pt was subsequently extubated and taken to the post anesthesia care unit for close observation and monitoring. The product was implanted and will not be returned.

Manufacturer narrative:
Please note additional info will be submitted within 30 days upon receipt.